Event description:
It was reported that the user experienced difficulty starting a freestyle libre 3 plus sensor with scan errors, and after troubleshooting education to scan a new sensor, the device proceeded to sensor warm-up, indicating an intermittent communication issue likely related to the antenna or electrical/magnetic component. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem consistent with intermittent communication failure, with involvement of the antenna/electrical-magnetic component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.